Event description:
After positioning the introducer catheter into the pt's vessel and attaching the delivery system, the wire wouldn't advance the filter. Once the pusher wire had engaged the filter feet, the wire was pulled back and then was not able to engage the feet again to advance the filter into the catheter. The entire system was removed and replaced with a competitor's product to complete the procedure. No further complications were reported.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.